Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the spider fx was received for evaluation with the original box inside a bio hazard pouch. The spider fx was inserted the protective hoop with the delivery end of the catheter exposed. It should be noted the flushing needle was not included. Visual inspection: the spider fx was removed from the protective hoop and observed the distal floppy tip was exposed, but not the filter. The white radiopaque marker was observed under microscope and found the wire was not going through the actual port, but rather a puncture. The remaining spider fx device was inspected and found a kink on the delivery catheter approximately 6.5cm from the distal tip. The delivery catheter was inspected with direct light applied and verified the filter was present. When the capture wire was pushed forward it would still go through the puncture, which entailed the filter not exposing itself from the delivery catheter. The white radiopaque marker was straightened in order to clear a path for the capture wire. The capture wire was advanced with the use of a hemostat when resistance was encountered. The capture wire was able to exit the distal end of the delivery catheter as intended. The filter showed the distal radiopaque marker band was not on the wire and the proximal radiopaque marker band was not firmly attached to the guide wire. Upon further review, it was discovered the distal tip of the spider fx was missing. The wire distal to the filter exhibited a kink fracture face proximal t.

Event description:
This procedure was performed in (B)(6). The customer stated that when the guide wire passed the lesion position, the tip of the spiderfx was outside of the exchange hole near the delivery catheter tip. After the spiderfx was removed, the filter basket was bent. After several attempts, the physician could not advance the filter out of the catheter normally. A new spiderfx was used and the surgery was continued. The procedure time was extended by more than 30 minutes.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.